Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, a6, b5, d2, d6b, g1, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.